Event description:
It was reported the patient was presented to the emergency room after a syncopal episode. Device interrogation revealed that the patient had been asystolic for about 10.5 seconds. High capture threshold was observed. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient was in good condition after the event.